Event description:
The complaint reports that during a therapeutic ercp, pt age and gender unk, the wire that controls the basket broke. The product was replaced and the procedure was completed. There were no reported adverse affects to the pt.